Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse replaced the buffer valves on the instrument. The system was verified and restored to full functionality. The failure mode of this event is defective buffer valves. (B)(4).

Event description:
The customer reported the generation of erroneous high ion selective electrode (ise) results on beckman coulter au5800 clinical chemistry analyzer serial no. (B)(4). There was no report of change to patient treatment in connection with this event. There was no report of calibration or qc issues reported by the customer.